Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and unsuccessful disc surgery. It was reported that since implant, the ins never did much of anything for the patient. The ins was removed in 2012, but the wires in the patient's neck were left implanted. The patient's current doctor was now wanting the patient to have a MRI, so MRI guidelines were requested. MRI compatibility information was reviewed with the caller. No further complications were reported or anticipated.

Manufacturer narrative:
Had entered patient's name instead of initial reporter in the initial report. If information is provided in the future, a supplemental report will be issued.